Event description:
It was reported that the pump touchscreen was delayed in responding to touches. Cts educated caller that the pump prioritizes tasks and completes high priority tasks first. A delay can occur when a requested task has a lower priority than another task. The desired task will be completed after the higher priority task(s) are completed. Cts provided best practice tips for interacting with pump touchscreen. Caller understood and acknowledged. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a manual injection to address their bg.